Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Through visual inspection, embedded particles were observed with the syringe barrel. A device history review was performed for reported lot 2412054, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign material or embedded material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness of this matter. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Date of occurrence: 31/01/2025 circumstances of occurrence / description of facts: while preparing a syringe in an isolator, the preparer noticed mold in the syringe. See photo. 2nd event of this type in a few days.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.